Event description:
This is a complaint about leakage from the hub of the catheter 9/2 12:00 after inserting the catheter into the route and using it, leakage was observed from the catheter hub (blue part). The leakage did not improve even after reconnecting the catheter again.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Additional information: (d) added UDI investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage beyond the septum with lot # 5097608 and material # 381023. DHR number 5097608 has been reviewed. No related quality issues or process deviations were found. A review of the applicable risk documents indicate that the potential risk of the reported event was assessed appropriately in the risk management documentation.